Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported the cm150 hangs during work. Patient involvement is unknown.

Event description:
The customer submitted feedback via salesforce describing that the "cm150 hangs during work." The device was in use on a patient. There was no report of patient or user harm.